Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited loss of pacing and the right ventricular (rv) lead exhibited loss of capture, leaving the patient in asystole. The device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.